Manufacturer narrative:
Device analysis: a leak test was performed and found no openings. A microscopic analysis of the returned device identified the device is intact and functional. Based on the device analysis the final assessment is: the device is intact and functional no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported a tissue expander "would not fill properly," and, "the valve was separated from the tissue expander pocket." Surgery was completed with a backup device. Patient contact did not occur.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported a tissue expander "would not fill properly," and, "the valve was separated from the tissue expander pocket." Surgery was completed with a backup device. Patient contact did not occur.